Manufacturer narrative:
Additional information: the stent was implanted into the patient but there was malposition of the stent. There were inflation difficulties during stent deployment/expansion. Several post-dilation attempts were made using a non-medtronic ordinary balloon and a non-medtronic high-pressure balloon which failed to resolve the issue. There were no inflation issues encountered with the ordinary or high-pressure balloons. The device was removed and explanted, and a different des was placed. Image analysis: one still image of a resolute onyx shelf carton was provided for review. The lot number on the shelf carton matches the reported lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon placement of one resolute onyx coronary drug-eluting stent (des) in a percutaneous coronary intervention (pci) procedure the stent was not fully dilated and was poorly adhered to the wall of the vessel. There were inflation difficulties during stent deployment. Several post-dilation attempts were made using an ordinary balloon and a high-pressure balloon which failed to resolve the issue. The device was removed, and a different des was placed. The lesion being treated was moderately tortuous in the mid left anterior descending (lad) artery. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered advancing the device. Excessive force was not used during delivery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.